Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor distorted, there was blood in/on the helix/lobe mechanism and there was a damaged guidetooth; the analyst noted that the helix would not extend or retract due to distal conductor distortion within the connector; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, after the lead was positioned 6-7 different times, it became difficult to extend the helix. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.